Event description:
It was reported that a patient implanted with a tactra device exhibited concealability issues. A surgical procedure was subsequently performed, during which the device was explanted and replaced. There were no patient complications reported.